Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose levels (300s mg/dl). A bolus of insulin was used to address the bg level. The customer was unsure what was causing the high bg levels. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be operating as intended. Cts recommended that the customer speak to a healthcare provider about the bg levels.